Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time of 20.2 seconds with a monitoring voltage of 2.65v. In the past eight months, the monitoring voltage has gone from 2.80v to 2.65v. There is a concern that the battery is depleting earlier than expected. Boston scientific received subsequent information that this device displayed a charge time of 18.9 seconds with a monitoring voltage of 2.62v.